Event description:
It was reported that the atrial lead had high thresholds due to the lead migrating. The atrial lead migration caused a myocardial perforation resulting in the patient having tamponade and a pleural effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
The lead was initially programmed off and was later explanted and replaced.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Correction: product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Additionally, the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.